Event description:
It was reported that bd phaseal¿ connector luer lock c35 was damaged, but still operable. The following information was provided by the initial reporter: " according to the customer's verbatim report, the connecting component to the injector was broken."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ connector luer lock c35 was damaged, but still operable. The following information was provided by the initial reporter: " according to the customer's verbatim report, the connecting component to the injector was broken."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/26/2022. H.6. Investigation: sample and photos received for investigation. Upon visual inspection, the connector appears to be broken/cracked, the broken edges are very straight and appear to be cut by a cutting element. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. If it were a failure associated with the molding of the injector, the edges would be more rounded and with some bubbles due to the lack of material to complete the part. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the available information and sample evaluation, we are unable to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that bd phaseal¿ connector luer lock c35 was damaged, but still operable. The following information was provided by the initial reporter: " according to the customer's verbatim report, the connecting component to the injector was broken."